Event description:
It was reported that this right atrial lead was explanted due to fracture. A new lead successfully placed and no additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. The helix was retracted and there was dried blood/tissue within the helix housing. Detailed analysis confirmed that the outer conductor coil had a break approximately 16.5-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial lead was explanted due to fracture. A new lead successfully placed and no additional adverse patient effects were reported.